Event description:
Device malfunction: none, symptoms/ae: stroke, time of ae: during procedure. It was reported that during a left internal carotid artery stenting procedure, the patient suffered a stroke, the patient, who has contralateral total occlusion, had transient loss of consciousness for a few minutes after stent implant and prior to post dilatation. Some residual right sided weakness lasted over 24 hrs post procedure. The physician felt it was a minor stroke requiring prolonged hospitalization. Three days post procedure, the patient was discharged to home. The condition is continuing but improving. Although requested, there is no add'l info available.

Manufacturer narrative:
The embolic protection device was discarded. The lot number was provided. Review of the device history record did not produce any findings relevant to this report. The xact stent part# 82087-01 lot# 36003-6g is being filed under MFR report number 9616695-2007-00170.